Manufacturer narrative:
(B)(4). The exact occurrence date is not known, however the reporter stated that the event happened sometime in the last week of (B)(6) 2015 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set had no flow. The set was being used with albumin 25% and intravenous immunoglobulin. There was no patient injury or medical intervention associated with this event. No additional information is available.